Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of zero days. On 04/15/2010 (through follow-up with the health-care provider), the operative report was received. Through the op report it was learned that the device was explanted due to an unsuccessful ring repair.

Event description:
Boston scientific crm received information that the right ventricular (rv) lead was explanted eleven days post implant due to an unknown product performance issue.